Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device was infusing medications, three of which were vasopressors including levophed and dopamine. The device stopped infusing and the screen read: ¿system error, replace programming module with an operational unit as soon as possible. Settings unrestorable. Code: (B)(4).¿ the patient experienced acute hypotension and the IV pumps were switched out.

Manufacturer narrative:
The customer¿s report that the device stopped infusing and the screen displayed ¿system error¿ code 255-16-275 was confirmed. Physical inspection showed that the front case securing bosses were cracked. Review of the pcu error log shows an error code 800.8000.0 (general os failure) that occurred on (B)(6) 2018 at 4:42 am. The pcu event log showed that at 4:41 am, a pump module was programmed to infuse vasopressin. Prior to the start of the infusion the module alarmed for ¿flow stop open.¿ one second later the infusion was started. At 4:42 am, the module was selected and the user attempted to ¿restore previous infusion¿ and then started the infusion. The next log entry was on (B)(6) 2018 at 1:13 pm showing that the pcu was powered on. Functional testing performed on the pcu with test pump modules replicated the issue and identified a timing issue of creating a ¿flow stop open¿ alarm and starting the infusion in rapid succession. The system error occurs later in the infusion when the user attempts to restore the previous programmed infusion. The module would continue to infuse, however the pcu status screen would show the device was idle. The root cause of the device stopping with the system error 255-16-275 was identified as a software timing issue.